Event description:
The customer stated that his readings were lower than usual. While troubleshooting, it was discovered the meter was set in mmol/l. The customer did not adjust diet or medication or allege any adverse events due to the mmol/l readings. He was able to reset the meter to mg/dl, and no product will be returned.